Event description:
New information received indicated additional programming changes were completed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented remotley via merlin.net. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was post-paced t-wave oversensing. No programming changes or intervention were completed. There were no patient consequences.

Event description:
New information received indicated the post-paced t-wave oversensing seen on the implantable cardioverter defibrillator was not corrected by the previous programming changes. New programming changes were provided but no completed yet. The patient was stable.